Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1521102) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon popped after pulling back to 2 points of resistance, and the device pulled through the procedural sheath. Manual pressure was held for 30 minutes or less. The patient was not hospitalized. The device was discarded by the staff. Additional information: the balloon lost pressure at the 2nd stop(arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention periphery sheath size: 6f stick location: medium vessel size: 6 mm.